Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not working properly. The ipp cylinders were explanted two weeks later due to fluid loss in the right cylinder. A new pair of ipp cylinders were implanted and the patient's condition improved.

Manufacturer narrative:
Correction provided in: g2 (report source). Investigation conclusion: with the available information boston scientific concluded that the reported hole, fluid leak and mechanical issues were confirmed as analysis revealed that there was a leak in the cylinder due to fatigue in the inner tube and wear at a fold in the outer tube proximal to the cylinder body. A hole was observed in the outer tube. The identified fluid loss is the probable cause of the reported mechanical issue as the device would not be functional after the system's fluid was lost. Product analysis confirmed the reported event. Device history record review: a review of device history record confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has a leak that was resulted of fatigue in the inner tube and wear at a fold in the outer tube in the proximal cylinder body; hole in the inner tube was present. Hole in the outer tube with broken fabric treads was present as well. Cylinder has wear at fold in cylinder body. Cylinder was not pressure test due to leak was identified. Product analysis confirmed the reported event. Labeling review: the product record review indicated that the reported events do not represent an unanticipated event. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not working properly. The ipp cylinders were explanted two weeks later due to fluid loss in the right cylinder. A new pair of ipp cylinders were implanted and the patient's condition improved.